Event description:
It was reported that the user replaced an infusion set and encountered capillary bleeding at the insertion site, which interfered with adhesion; the user then replaced the infusion site again, connected properly, primed the tubing, and resumed insulin delivery. Symptoms included localized bleeding at the insertion site without reported glycemic symptoms. Outcomes included no reported impact on blood glucose and successful continuation of therapy. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the initial infusion set was likely deployed incorrectly or the connector was not properly attached, resulting in site bleeding and adhesive failure. It was concluded that user technique contributed to the event, and correction through site replacement and proper reconnection resolved the issue without further clinical consequences.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.